Manufacturer narrative:
(B)(4).

Event description:
Procedure: total lap hysterectomy (tlh). According to the rptr: the needle broke off inside pt during the cuff closure. The pt was kept under anesthesia. The device was not saved for investigation. The surgery time was delayed by more than 30 mins. The device needle fragment fell into the pt but was not left in pt. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more.